Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. The reported issue occurred with serial numbers (B)(4). This report is for serial number (B)(4); please refer to (B)(4) for the incident involving lot number (B)(4).

Event description:
The customer reported that the display of the monsoon iii basic ventilator remains dark even after repair. There is no patient involvement associated with the event.